Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced a syncopal episode. Upon review, the rv lead was found to be dislodged. The lead was explanted and replace with another lead of the same model. It was reported that when this lead was implanted, the pacing impedance measurements were higher than expected, at 1978 ohms on the date of implant and 1715 ohms the following day. The patient is not pacemaker dependent but has intermittent av-block iii, such that the loss of capture resulted in syncope. No additional adverse patient effects were reported.